Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the e105 error was likely caused by the illumination lamp (led) of otv-s300 was broken or short-circuited. The error showed the ccd unit caused the failure in the device, though the repair department was not able to reproduce the issue, therefore a root cause is unknown at this time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e105 error code and unit failure to boot up was not confirmed. However, it was determined in the message history of the otv-s300 that the e105 error occurred several times. According to the service manual, the charged coupled device unit was responsible for the error message. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii video system center display an e105 error code. In addition, the unit fails to boot. There was no patient involvement, no harm or user injury reported due to the event.